Event description:
Rn reported that she had drawnup a heparin dose into the syringe, but when she tried to remove the needle form the vial, it separated from the hub. The needle stayed in the rubber top and the hub stayed attached to the syringe. Nurse manually removed the needle from the vial stopper.